Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. In addition, while processing samples, the instrument generated an error that indicates low vacuum drift. The instrument operator was wearing a lab coat, gloves, and glasses when the leak was found. There were no reports of direct contact with the leak. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found fluid leaking from the blood sampling valve (bsv). The bsv was unable to rotate fully because of a broken bsv knob; as a result, the bsv pads did not properly align and caused diluent to leak out. The bsv knob was replaced to resolve the leak. In addition, the low vacuum drift errors resulted from a triple pinch valve vl39, which had broken from the actuator. The pinch valve and tubing were replaced to resolve the errors. (B)(4).